Event description:
Boston scientific received information that shortly after implant the doctor noticed the lead had a loss of capture. After further examination, the physician discovered the lead had perforated. The following day, the physician decided to cap and replace the lead. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.